Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. There was visible damage to the 20th, 21st and 22nd stent wraps (segments) with struts raised. Numerous other wraps were slightly deformed. A sheath of similar size and dimensions could not be loaded onto the device due to the deformed 20th stent wrap. (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent to treat a severely calcified and moderately tortuous rca lesion exhibiting 80% stenosis. The device was removed from its packaging as per IFU and inspected with no issues noted. The lesion was pre-dilated. It was reported that during delivery, resistance was encountered and excessive force used. The device could not pass through the lesion. Damage was noted on the strut of the stent. Therefore, the stent was replaced with a new endeavor resolute of the same size. Following post-dilatation the case completed without complication. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Please note that this device, endeavor resolute, is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.